Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, the reported failure mode of the device is consistent with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. The broken fragments were not retrieved from the pt, although there were no pt consequences reported. Therefore, the potential exists for pt injury to occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, outside of our hypothesis, a follow-up report will be filed.

Event description:
Our affiliate is reporting that the ceramic tip of a vapr electrode "exploded" in situ. The ceramic fragments were not retrieved from the pt. The electrode continued to work, so the surgeon used the same device to complete the procedure. There were no pt consequences reported.